Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported a blood glucose value of 400 mg/dl. The event involved product(s) unomedical, unk_sensor, mmt-1715kl, mmt-332a. Troubleshooting was not performed and it was unknown whether the insulin pump was utilized within 48 hours of the event also it was unknown whether the auto mode feature was active or not. No further patient complications were reported. No product return is required for unomedical. No product return is required for unk_sensor. Mmt-1715kl was requested and the customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly, during testing. Unit passed displacement test, self test, rewind test, prime/seating test, occlusion test, force sensor test and occlusion test. Unit was successfully downloaded to care link and thus. Pump history was reviewed to look for any no delivery or insulin flow blocked alarms. No relevant alarms noted. Unit received, with battery tube threads-cracked, cracked case on battery side, cracked case (battery tube), cracked case-corner of belt clip rails, stained keypad overlay and pillowing keypad overlay. In summary, customer allegation was not confirmed, due to unit successfully passing all tests. And having no relevant alarms in pump that led to high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.